Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached limb was identified in the ivc. The filter was successfully retrieved with a snare; however, the detached limb was unable to be retrieval and it remains embedded in the ivc wall. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause for this event (filter limb detachment) is unknown. The current IFU (instructions for use) states: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.